Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited low impedance and noise during multiple in office interrogations. Patient presented for generator change procedure. During the procedure, it was discovered that the atrial and right ventricular leads had visible insulation damage. Diagnostic imaging was also done. Both leads were capped on (B)(6) 2018. Only the right ventricular lead was replaced since the patient was receiving a single chamber generator. Patient's condition was good before and after the procedure. Patient was discharged home.